Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose of 526mg/dl. The caller stated that he checked with his endocrinologist and was treated with flex pen. Two days later the diabetes educator caller to report that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, and basal rates were correct, but the bolus wizard settings were unknown. The high pressure test was completed and passed. Assisted the caller to clear the sensor alarm. No further information was provided.